Event description:
It was reported the patient experienced discomfort at the ipg site due to the device's size. Surgical intervention was undertaken to explant and replace the patient's ipg. Effective therapy was captured for patient following the procedure. Follow up on this matter revealed the discomfort at the ipg site has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.